Event description:
A customer reported that the adc device detached prematurely. The customer did not have a device to monitor glucose and consequently lost consciousness. The customer indicated receiving unspecified treatment from a non-healthcare professional, and an ambulance was also called, however, customer was unable to recall any further details regarding the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.